Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4). The patient has multiple leads and it is unclear which had the issue.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient had the system explanted and they later learned that part of the lead was left in the patient's body. It was unknown what led to the event. The patient was explanted and then the hospital found that part of the lead "broke off" and was left in the patient's body. No troubleshooting was performed as the explant had already occurred. It was unknown if the hospital still had the device or not. It was unknown if the issue was resolved at the time of this report. The system was explanted because it was not working. The hospital did not appear to have any pathology reports on the explant. Then, for some reason, the patient was sent for an MRI, but he had a "scout x-ray" prior and the patient was told that they could not do an MRI because he had metal fragments in his spine. The patient had another surgery to retrieve those metal fragments. The pathology department was trying to determine if the metal fragments were part of the lead and if they had broke off and were left behind. No patient symptoms were reported regarding this event.

Event description:
Additional information received from a hcp reported the cause of the problem was not known and the system was explanted on (B)(6) 2016 with no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.